Event description:
A customer reported unexpected software behavior in the ob calculations package. The pw doppler measurements and calculations do not update in the data display box, affecting the behavior of subsequent 2d biometry measurement tools and contributing to inaccurate gestational age calculation.